Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump was dropped and had a on the case and on battery compartment. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed and there was no damage to the retainer ring. The damage was affecting/impacting pump functionality and also the insulin pump didn't turned on. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with cracked battery tube threads and cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and a partially broken off retainer ring. The pump powered up after the test battery was installed. Pump received with flashing white display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to flashing white display. Unable to test for power problem-battery loss due to flashing white display. Unable to download history files and traces using thump due to flashing white display. Unable to generate the power management graph due to flashing white display. Pump was cut open to perform visual inspection and found corroded pcba 1, and pcba 2. No damage noted on the force sensor or motor. Using a test pcba 1 and the original pcba 2, the pump had flashing white display. Using a test pcba 2 and the original pcba 1, the pump had flashing white display. Flashing white display was due to corroded electronic assembly. No damage noted on the lcd controller. Cosmetic damage was confirmed at the back side of the pump. Damage- cracked case battery tube confirmed. Display anomaly-flashing white display confirmed. Power problem-battery loss unknown. Upload error confirmed. Damage-retainer ring damage confirmed (found during visual inspection). Damage-reservoir unable to lock into place not confirmed. (The p-cap locks properly into the reservoir compartment.) Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.